Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of awareness was corrected to 13-feb-2025 as this is the date the bd employee became aware of the reported event. This supplemental report is to correct the previously reported date of awareness. This event was originally reported under MDR 3006260740-2025-00637 where the customer reported multiple events but did not provide details for each event. During follow up with the customer, they provided details for 1 event, which is now addressed in this MDR.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed but the exact cause is unknown. Two fluoroscopic images and a photograph were returned for evaluation of this complaint. The fluoroscopic images showed a bend and split in the catheter tubing. It could not be determined from the images if the split was located near the skin or venous entry. The returned photograph showed the implicated single lumen powerpicc contained a semi-circumferential split in the tubing. Although hard to confirm from the photograph, it appeared that the edges of the split were slightly rounded. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. It was reported that this affected 15 piccs. However, the returned images appeared to be associated with the specific occurrence with a known event date. The other 14 piccs did not have samples returned; therefore, no sample analysis could be conducted for these instances. The lack of a returned samples prevented both confirmation of the reported events and identification of a root cause(s). This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC experienced a leak. The patient's PICC line was torn in the arm, causing the chemo to enter her arm. She experienced a lot of inconvenience from this. We fished the line out of her arm in the fluoroscopy room. Then is turned out that the PICC line was almost completely torn off. No other information was provided.